Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump that had an issue with envella bed. It was stated that the pump malfunctioned wherein the screen went black and made a terrible beeping noise which initially they could not turn off. There was patient involvement but no known patient injury or medical intervention associated with this event. No additional information is available.